Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Customer was initially attempting to load a new cartridge and, following instructions from technical support, removed the pump from its case and cleaned the pneumatic tap area with an alcohol wipe or lint-free cloth. Reloading the same cartridge resolved the issue, allowing the customer to successfully load the cartridge onto the pump and resume insulin.